Event description:
It was reported that the insulin pump had fluid/moisture exposure. Customer's blood glucose was 160 mg/dl. Customer stated that there was fluid under the lcd display after he bumped it into the sink. Troubleshooting was done. Customer mentioned missing dome sticker label. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.